Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2012. During the procedure, the jaws of the suture passer did not function as intended. The procedure was completed with no reported injury to the patient or delay to the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation.evaluation of the returned component found the trap door to be slightly bent.